Event description:
It was reported that the patient received an alert for possible high output circuit damage. The same alert was also observed when interrogation was done in the clinic. The device was explanted. No further issues were reported.

Manufacturer narrative:
No medwatch form was received. The reported field event of an output anomaly was confirmed via review of programmer printouts. An alert for possible output damage was observed. The device was tested on the bench and using automated test equipment and no anomaly was observed.